Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, variations in the morphology readings of the device were noted due to device programming. Technical support was contacted and recommended reprogramming to more accurately discriminate episodes recorded by the device. No further intervention was performed at this time, and the device will continue to be monitored until reprogramming. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2018-10102.